Manufacturer narrative:
(B)(4): visual examination of the returned device revealed an issue unknown at the time of the procedure (the flare was detached). This damage prevented the extension and retraction of the snare wire during functional evaluation. Four kinks were also noted along the length of the device. Measurements of the catheter sheath found that the outer diameter was within specification. The customer's initial issue, however, that the device could not be advanced through an endoscope, could not be confirmed. A review of the device history record (DHR) was performed; no manufacturing issues were noted. Although the cause of the flare detachment and catheter kinks could not be definitively determined, the device damage was likely incurred through operational context.

Event description:
It was reported to boston scientific corporation that a captiflex polypectomy snare was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the snare could not be advanced down the scope even after it was lubed. The device had been completely uncoiled prior to use and no bends or kinks were noted in the plastic sheath. The procedure was completed with another captiflex polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results: flare detached.